Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness and/or headache, and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. H11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, respiratory tract irritation, dizziness and/or headache, and reduced cardiopulmonary reserve. A device was returned to the manufacturer for evaluation. During the evaluation of the device, the manufacturer visually inspected the device. Evidence of sound abatement foam degradation/breakdown was not observed. In addition to above findings, the manufacturer found manufacturer a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, rear panel, bottom enclosure, pca (printed circuit assembly), blower box cap, blower box, blower motor, and the p4 power connector. Evidence of liquid spots with potential mineral deposits on the blower motor and the blower box. The device was returned missing the sd (secure digital) card and the philips pollen filter. The keypad has a slight crack in it. There was a blue plastic like piece that is possibly the retention clip from the filter inside the bottom enclosure. Presence of sound abatement degradation was not confirmed using fitt (foam integrity test tool). During investigation, one error was logged. Due date has been updated. In box d: device avail. For eval and date returned have been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.